Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there was substantial evidence to support the following reported events; the pseudoaneurysm, rupture and death. The complaint is most likely device related. The procedure related harms identified were an additional surgical procedure, intraoperative cardiopulmonary arrest, and hemodynamic instability. The patient death was determined to be device related on the sixth post-operative day from implant, and on the same day of the secondary intervention. The clinical assessment determined that there was evidence to reasonable suggest a suboptimal placement of the sr cuff in a right juxtarenal position at implant, and, a type iiib endoleak of the cuff, which was discovered 6 days post implant. Also discovered from an operative report from an additional surgical procedure for compartmental syndrome and intraoperative cardiopulmonary resuscitation was rendered. The manufacturing records confirm that the lots met all requirements prior to release. Device remains implanted in the patient and was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient that was implanted on (B)(6) 2018 presented on (B)(6) 2018 with back pain and low hemoglobin. It was determined the patient had a retroperitoneal bleed. After an angiogram was performed, a pseudo aneurysm was noted 5mm below the vela fabric marker. A medtronic cuff was then placed at the level of mid right renal. The pseudo aneurysm was occluded. Later that night, the patient expired.